Manufacturer narrative:
The device referenced in this report has not yet been returned for evaluation. If any significant ino is determined from the prod eval, this report will be updated. During the course of the investigation into this matter, olympus was informed that the user facility experienced the same reported phenomenon in three different procedures which had occurred on different dates. Cross reference MFR. Report numbers: 8010047-2009-00072, and 8010047-2009-00073 for the related reports from this facility. The cause of the user's experience could not conclusively be determined. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that the sphincterotome wire broke when energy was applied to the device during a sphincterotomy. The user reported that the initial cut was partially completed before the wire broke. The procedure was completed with a different device. There was no patient harm reported. The device is being returned for evaluation.